Event description:
Per additional information from the distributor, an echo was performed, and no evidence of pump obstruction or pump malposition was found. The patient¿s low flow events had not resolved. The patient was asymptomatic during the events. The patient was stable and will continue routine care.

Manufacturer narrative:
Section a1, a2: correction. Section b5: additional information. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2020, (captured under MFR. Report # 2916596-2020-05759). No product was returned for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. Heartmate 3 lvas IFU section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed arrest at 5am with intubation and injection of adrenaline performed. Log file captured 2 low flow events and a number of pi events on (B)(6) 2020. The pump appeared to be operating as intended during the entire log file.